Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose. The pump was replaced, and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.